Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported a broken harmonic ace instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip. A piece approximately 0.3335" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint regarding a broken instrument was confirmed by failure analysis. The probable root cause is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction- h8 has been updated to indicate initial use of device. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that it is unknown what part of the instrument broke and that it was inspected prior to use. They were performing a pancreatic duodenum when the issue occurred. There was no instrument collision nothing fell into the patient.